Manufacturer narrative:
Intuitive surgical, inc. (Isi) reported event was resolved by switching the generator to ft10. No site visit was conducted and no product has been returned for testing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the technical support engineer (tse) they had an issue with the neutral electrodes recognition. The tse asked whether the monopolar energy could be activated from a different generator (an ft10), to which they replied yes. The customer was having difficulties to have a neutral electrode be recognized by vio dv 2.0 integrated electrosurgical unit (erbe). The procedure was continuing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was resolved by switching to a different generator. Patient-related information was not provided.